Event description:
This pt was presented to the interventional lab for a stenting procedure of the superficial femoral artery (sfa) (side unk). The characteristics of the vellel are unk. The physician used the ipsilateral approach to make access, and a 6fr. 10cm sheath was inserted into the pt. The physician accessed the lesion with a guidewire and when he attempted to insert the stent delivery system (sds) into the sheath, he noticed that the stent on the sds was misaligned. The stent was moved back towards the sheaft off the sds, but was still mounted onto the balloon. The physician removed the sds and sheath, simultaneously. Without losing target site ccess, the physician re-inserted the sheath, over the guidewire, and completed the procedure successfully with another stent. There was no reported injury to the pt.